Event description:
It was reported by service report that the footboard touch screen would work intermittently. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Footboard intermittent.